Event description:
It was reported that the tuberculin 1ml slip tip syringe would not keep the hub of 30gague x1/2in bd needle on. It was reported that the upon trying to remove the cap, the whole needle came off the slip tip. It was reported that the friction for the hub of the needle to the syringe was lacking. FDA safety report ID # (B)(4).